Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the fibers at the arterial end of the dialyzer, test strips tested positive and the machine alarmed. Estimated blood los was 200-300cc's. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the MFR.